Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a duplicate report has been identified, all future reports will be filed under 2124215-2025-44447.